Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors instrument be returned for evaluation; however, it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the monopolar curved scissors (mcs) instrument (part#: 470179-19/lot#: k10220711 0387) associated with this event has been performed. Per logs, the mcs instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 4 uses remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during central processing, the branches (jaws) of the monopolar curved scissors instrument were damaged. It is unknown if a fragment fell into the patient. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have blade damage. Both blade edges were indented, which can prevent the blades from closing or cutting. The instrument was placed on an in-house system and a cut test was performed with 0.006¿ latex. The latex got snagged at the scissor tips. Common causes of the failure mode are typically attributed to mishandling/misuse. Nicks and gouges on the instrument blades may be attributed to use-related damage when attempting to cut incompatible material (hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument.

Event description:
Refer to h10/h11 for follow-up information.